Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump died and that she received a failed battery test alarm. The customer's blood glucose was 95 mg/dl. The customer stated that the battery cap was rusted and requested a new battery cap. Troubleshooting was done. The customer stated that the coil in the battery cap was corroded. Advised that a replacement battery cap would be send. Advised customer to monitor the insulin pump. Advised customer to revert to a back-up plan per healthcare provider's instruction until the replacement battery cap arrived. Nothing further reported.